Event description:
Trocar leaked throughout procedure. Insufflation could barely keep, making the procedure more difficult. Nothing attaches to the trocar. The trocar is an instrument that is inserted through the incision that allows the surgeon to inflate the belly and then is the host for the laparoscopic instruments used for the procedure. There is a hole at the top of the trocar where the instruments are allowed to slide through a tube to reach the area that is the focus of the procedure. At the top of the trocar is the gasket that is sealed, if the seal is broken e.g. Leaky gasket the belly will deflate and the surgeon would lose the portal that hosts the laparoscopic instrument.the trocar leaked at the seal. At the top of the trocar there is a gasket like mechanism. If the trocar leaks it is difficult to keep the belly insufflated.the trocar was in good working order when it was initially inserted into the patient and then started to malfunction during the case. A second trocar was opened and the case continued. We have reported this type of problem to the manufacturer on behalf of the surgeons 3 or 4 times in the past 6 months. The surgeons do not seem to know why the product malfunctions. According to the feedback that we have received from the manufacturer, it seems to point to use error. The surgeons do not agree with this analysis. Since this incident we have reported two other instances where this product failed. On this specific instance we will not receive feedback from the manufacturer because the product was disposed of by the surgeon. To our knowledge, the manufacturer has reported every incident to the FDA, including this specific incident.======================manufacturer response for trocar 5mm, kii acess (per site reporter).======================mfg to perform qa check and send written response.